Manufacturer narrative:
The probable root cause of the black screen is due to an electronic component issue within the high resolution stereo viewer monitor.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon side console (ssc) 1 high resolution stereo viewer (hrsv) had a faulty right eye that was only showing a black image. The customer power cycled the system, but the issue remained. The customer confirmed that the ssc 2 was working properly and continued the case without the ssc 1. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the high resolution stereo viewer (hrsv), but now there was a shadowy image. The fse determine the new hrsv was not working and replaced with a second hrsv. The system was tested and verified as ready for use. Isi has received both hrsvs to perform failure analysis (fa). Fa was able to reproduce the customer reported complaint on the first hrsv. The unit was installed onto a golden system where the hrsv did not display any image, totally black screen. Successfully replicating the reported complaint. Fa was not able to reproduce the customer reported complaint on the second hrsv. The second unit was installed onto the golden system where the unit functioned as expected (clear image displayed). The system ran through 10 power cycles, and no related errors/faults were triggered. The unit was found to be fully functional.